Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer number six full height cage drawer was not registering closed. A field service engineer found that the latch sensor had come loose from the hard stop and reinstalled it in the correct position and secured with a hard stop. After reassembly, the drawer was reinstalled in the auxiliary chassis and the pixie bus cable was reattached and the station was restarted to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system full height cubie drawer auxiliary 6 failed. The customer stated that users were unable to remove medication to the patient during the malfunction and there was no delay in patient care. There were no adverse events or injuries reported based on this event.